Event description:
It was reported that mutiple of the same malfunction alarms occurred. The customer reset the pump however the malfunction alarm recurred.the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.